Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of prime anomaly. The customer states the device continues to prime when they try to change their set. The customer states it is recurring. The customers blood glucose level was 85mg/dl.